Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).